Event description:
It was reported that that the device is suspect of a pacing issue due to impedance alert on the right ventricular (rv) channel in which testing could not confirm that the lead was the issue. The device was removed and a new device was implanted. It was further reported that the rv lead had low impedance on the high voltage coils. The rv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d1 ICD implanted: 2014-(B)(6). (B)(4)